Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer went to bed with a blood glucose level of 147 mg/dl. Customer woke up with a blood glucose level of 315 mg/dl. Customer stated that this happened 3 days ago. Customer stated that her blood glucose level is usually 150 mg/dl or less. Customer thinks there is something wrong on the bolus. Customer did 6.5 units and nothing came out. Customer's blood glucose level was 350 mg/dl today. Customer also has really high readings overnight. Customer declined troubleshooting and wants the pump to be replaced. No further assistance required.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window and cracked battery tube threads.